Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. Red particles observed on the fill channel. Red particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.